Event description:
It was reported that revision surgery was performed due to pain. The devices were originally implanted in 2006.

Event description:
It was reported that revision surgery was performed.